Manufacturer narrative:
The reported events of loss of sensing, loss of capture, and no impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Additionally, a visual inspection of the lead revealed no anomalies.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an implant procedure, a loss of sensing, a loss of capture, and an impedance problem were noted on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event. The patient was stable.